Event description:
The customer's father reported that the insulin pump's display had a black spot on it that was increasing in size. The customer's father stated that the spot on the screen was starting to interfere with the insulin pump's functions. Customer's blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced and agree to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The displacement test could not be performed due to the display anomaly.